Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, air leaked from the valve at the beginning of the procedure. These devices were used as is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were received in good visual condition. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. Upon evaluation of each device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results found that device (c) was received in its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # j9056z, expiration date: 12/2016, manufacturing date: 01/2012. The analysis results found that devices (d, e, f and g) were received in their original packages. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. Each device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Device d, e, f and g additional information: batch # j90c4r, expiration date: 01/2017, manufacturing date: 02/2012.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Please describe the noise. No information. Was there a drop in pressure? No. If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? No information. Were you able to identify where the leak was coming from? Valve. Was a device inserted in the trocar during the leaking? If so, what device? No information. Was any torque being applied to the trocar or device? No information.